Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl and high ketones. Reportedly, the pump did not deliver insulin as intended. In addition, it was reported that an unexpected reset occurred. Customer addressed bg level and continued insulin therapy with insulin pens.